Manufacturer narrative:
The device was received for evaluation. Visual inspection found the #1 key did not function. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported #1 key not working which was reproduced. The reported condition was verified. The cause was #1 key was found not to function, therefore, the keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump number 1 key did not work. The reported problem was found during preventative maintenance testing at the biomed service department. There was no patient involvement. No additional information is available.